Event description:
Report 1 of 2: it was reported during use of bd vacutainer® sst¿ blood collection tubes, 1 sample contained abnormal gel (black pigmentation at the bottom of the tube). There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary : bd received 2 photos for investigation. The photos were reviewed and show a smoky appearance and burnt look in the bottom of the tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. However, maintenance activities performed on the equipment near the production date were reviewed. A mold cavity plate was removed and a mold purge was completed. This complaint has not been confirmed for an additive abnormality but has been confirmed for a molding defect. Bd determined that the root cause of the indicated failure mode was attributed to the issue with the mold cavity plate. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 1 of 2: it was reported during use of bd vacutainer® sst¿ blood collection tubes, 1 sample contained abnormal gel(black pigmentation at the bottom of the tube). There was no health impact or consequences reported.